Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported patient was in pain all of the time, and it had increase in the last couple of days because of the weather. Patient noted her pain levels were getting much better with the implant, but she still had pain. Patient noted she was able to move around better with the implant. It was noted patient communicated with the ins and patient programmer showed stim off. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they received a new antenna and the issue had been resolved. No further complications were reported or anticipated.